Event description:
The pump was returned for a prime issue. Investigation revealed that the force sensor is out of calibration. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed multiple occlusion alarms followed by loss of prime warnings. The black box also shows multiple primes were performed while occluded. A rewind, load, and prime sequence was performed with no loss of prime and no occlusions occurring. The pump was exercised for 24 hours with no loss of prime or occlusions occurring. Investigation revealed that the force sensor is out of calibration. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the force sensor issue, investigation revealed that the vibration motor is not functional. The vibration motor issue is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm. (B)(6). (B)(4).